Event description:
It was reported to boston scientific corporation that an obtryx ii system was implanted into the patient on (B)(6) 2013, and the patient was discharged the following day, (B)(6) 2103. On (B)(6) 2014, at her 6-month follow-up visit, the patient reported a urinary tract infection with an onset date of (B)(6) 2014. This was treated with "azo and cipro", and the urinary tract infection was resolved as of (B)(6) 2014.